Event description:
The customer reported to philips healthcare that the heartstart mrx performed a self test at 7am. Status log showed a 'charge/shock failure - therapy pca' three times. This generated an inop shock equipment malfunction and a red cross. An operational check was done and the device passed. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.